Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, underweight, missing shell and patch (75-100%) a visual and microscopic analysis was performed which identified broken striated. Based on the device analysis the final assessment is: a striated broken due to surgical damage consist in the use of some surgical tool and a missing shell and patch due to inconclusive.

Event description:
Patient reported right side removal due to concern with the product. Healthcare professional additionally reported a right side rupture upon removal. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side removal due to concern with the product. Healthcare professional additionally reported a right side rupture upon removal. Device has been explanted.